Event description:
It was further reported the physician tried to confirm the implant location again while crossing the lesion and the patient experience sudden ventricular fibrillation. The physician withdrew the un-deployed stent rapidly. Due to the time limit, the physician didn't notice that the stent was "hanged" by the y-valve and remained in the left radial artery. Electric defibrillation was used to successfully save the patient and the physician stopped the intervention treatment. The dislodged stent was surgically removed.

Manufacturer narrative:
(B)(4). Examination of the returned complaint device revealed that the stent was no longer crimped on the balloon and had dislodged from the device. Microscopic examination of the stent found that it was severely damaged, as the profile was irregular and the stent had been stretched. A quantity of solidified blood was also attached to the stent struts. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, ventricular fibrillation occurred. Access was obtained through the radial artery. The target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. The physician crossed the lesion with a non-bsc guidewire and then predilated the lesion with a 2.0x20mm maverick balloon. The then physician began advancing a 3.5x38mm taxus liberte stent to the lesion when the patient suddenly went into ventricular fibrillation. The stent was removed from the patient. It is unknown what actions were take to address the ventricular fibrillation. The procedure was completed with another 3.5x38mm taxus liberte stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).